Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using an ncircle tipless stone extractor. The physician indicated the extractor did not close before use therefore another extractor was used for the procedure. Incident happened before patient contact. No further information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of complaint history, device history record, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the udh handle and the basket formation in the open positions. A visual examination noted the support sheath and basket sheath are detached. The support sheath was bowed in appearance. The cannulated handle was found protruding from the black pin vise cap. The basket assembly moved but did not open or close. The basket formation could be manually opened or closed. There was no damage or kinks noted on the basket sheath. A review of the non-conformance data revealed 4 non-conformances. One was noted as foreign matter, and three were noted as product, quality inadequate. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. In addition, review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.